Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had blank display. The blood glucose was 78 mg/dl. Customer states the display was blank less than 30 seconds and then returned and display is blank currently. The customer stated that after inserting the battery display did not turn on. The customer stated that contact on the battery cap was neither damaged nor corroded and spring neither damaged nor corroded. The display did not returned after the insulin pump restart. The device will be returned for the analysis.